Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date: explanted several years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8120-50 serial: (B)(4). Batch: 205252a.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. The patient underwent an ipg and lead explant procedure. No further information has been obtained despite good faith efforts.